Event description:
It was reported that a request for remaining was needed as this device battery went from 57% in january 2021 to most recently 15% remaining. A review of the device data by engineering showed that the device battery had increased abnormally and the device should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that a request for remaining was needed as this device battery went from 57% in january 2021 to most recently 15% remaining. A review of the device data by engineering showed that the device battery had increased abnormally and the device should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices, which was expanded in (B)(6) 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this device was believed to be depleting prematurely; estimated remaining longevity had decreased by over thirty percent over the course of a month. A copy of device data was preserved and submitted for analysis. Engineering review of device data found that the device battery usage had increased abnormally and a technical services (ts) consultant recommended that the device should be explanted and returned. Ts noted that the device should have enough capacity to support therapy for sixty-two days. The device was explanted and returned. No additional adverse patient effects were reported. It was reported that a request for longevity remaining was needed as this device battery went from 57% in (B)(6) 2021 to most recently in (B)(6) 2021 15% battery remaining. A review of the device data by engineering showed that the device battery had increased abnormally and a technical services (ts) consultant recommended that the device should be explanted and returned. Ts also noted that the device should have enough capacity to support therapy for sixty two days. The device was explanted and returned. No additional adverse patient effects were reported.